Manufacturer narrative:
Updated information: d1 brand name updated d4 serial number updated

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 32-year-old male with known small layered left ventricle non-mobile thrombus on coumadin. Ejection fraction 12% and the decision was made for impella 5.5 as bridge to left ventricular assist device (lvad). Position of impella 5.5 was confirmed on echo. There was some tachycardic post procedure. Heparin was turned off due to concern for hematoma. Pressure dressing applied. Hypotensive requiring albumin. Heparin was held due to gi bleed. Patient supported with impella 5.5 until durable vad placed on (B)(6) 2025. Tachycardia may have been due to impella pump, however, unable to confirm. Unable to determine whether bleeding was secondary to pump or patient comorbidity. Hematoma at insertion site due to impella pump and heparin infusion. Difficult to associate hypotension to pump versus patient clinical status.